Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite (returned instrument test/evaluation) test failure, no patient involved.

Manufacturer narrative:
(B)(4). Measured main ground bus resistance from door post to power entry module (pem) rear ground prong, total ground bus resistance was 1782 milliohms. The door frame to door post resistance was 1720 milliohms, and the door frame to pem rear ground prong resistance was 6 milliohms. Tightened the door post screw which corrected door frame to door post resistance, which now measured 0 milliohms. The assignable cause of the ground bond failure was determined to be a loose connection at the door frame to door post interface. Scrap the door post. The product did not meet specification due to the ground bond failure. Device was sent to servicing.